Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).

Event description:
It was reported that a patient underwent a sling procedure in (B)(6) 2007 for stress incontinence. At (B)(6) post op, the patient was seen by the surgeon. She had no specific complaints and the surgical pain and stress incontinence were relieved. In (B)(6) 2008 the patient visited the surgeon complaining of pelvic pain and dyspareunia. It was reported that mesh had eroded into tissue. She saw a different surgeon and had the sling removed in (B)(6) 2008. The pain resolved at that time, but stress incontinence returned. Patient reportedly had another surgical procedure in (B)(6) 2009. The product utilized at that time was not identified. No additional information provided.